Event description:
It was reported that during the preparation phase and prior to using the left ventricular (lv) lead on the patient, once the tip of the 0.014 guide wire was retracted into the lead, the guide wire then failed to come out of the lead tip. Despite trying again, theguide wire would not come out of the tip of the lv lead. The physician determined that the lv was not clinically usable. A new lead was opened and the guide wire was inserted into the lead following the same procedure. The replacement lead was used smoothly without any problems inserting or removing the guide wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was obstructed. The tip seal was dislodged. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh 0.014 guidewire was inserted into lead and came to an obstruction at the distal tip nose of the lead. The tip seal in the distal tip nose of the lead was dislodged and would not allow the guidewire pass through. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.